Manufacturer narrative:
On 1-nov-2021, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. After the completion of all procedures in the procedure, pericardial effusion was confirmed by echo, and mild pericardial effusion was confirmed. Drainage was performed and completed successfully. Patient reported as improved. The physician commented that not directly related. Additional information: this adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event: the physician commented that it was not related to bwi product directly. Cardiac drainage was performed. Patient outcome of the adverse event: improved. It was not reported extended hospitalization was required. Prior to noting the CT was ablation was performed and there was no evidence of steam pop. The ae occurred after the ablation procedure completed. It was not reported that there was any error message observed. Since the event is life threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.